Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected discrepant results. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reports son received discrepant results on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use. Individual tested on the morning of (B)(6) 2022 and obtained a positive result, however, when the individual tested in the evening, he obtained a negative result. Customer did not clarify whether they were alleging a false positive or false negative result. Although requested, customer was unresponsive and no further information was provided.